Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after exposure to "dirty" water, the patient began scratching at their device pocket, which resulted in exposure of the cardiac resynchronization therapy pacemaker (crt-p) header. The patient subsequently developed sepsis. The crt-p was explanted and the leads were capped. No further patient complications have been reported as a result of this event.